Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1. H6. The most likely underlying cause for the revision reported is prosthesis wear and dislocation and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Concomitant devices 6169263 140-32-51 - nv ehxl ntrl lnr g1 32mm 7302320 170-32-50 - biolox delta option femoral head 32mm od a015826 170-50-07 - biolox delta adapter 16/18-12/14; +7mm s283841 180-65-50 - alteon 6.5mm screw, 50mm the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 4 months after a left total hip replacement procedure, the patient underwent a revision procedure to address failed left total hip replacement arthroplasty. The operative notes diagnosed the patient's hip dislocated anteriorly. The entire acetabular component and femoral head were revised during the procedure. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.